Event description:
The customer reported a message was received on the subject device directing the user to contact olympus and no image was displayed. Additional information regarding the event was requested and no additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce a message directing the user to contact olympus or a no image condition. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the issue pointed out by the user was not reproduced. It is presumed that a cable failure caused poor communication and that the processor could not read the connected device (camera head) temporarily because noise was generated due to a cable failure. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged". "Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged". "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged". "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged". "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged". "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged". Olympus will continue to monitor field performance for this device. Service found there was noise in the image due to a short in the cable and the cable was kinked due to physical stress. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.